Event description:
(B)(4). Anemia, severe fatigue, weight gain, heart palpitations, muscle stiffness, severe abdominal pain on both right and left side, pain after intercourse, severe heavy bleeding during menstrual cycle, constant abdominal cramping, diarrhea, bloating, memory loss, feeling like in a fog.